Event description:
After the electrical check was conducted; the deltaplush cerecyte microcoil 3 mm x 6 cm (cpl10030630/g12702) was deployed in the aneurysm. The coil could not be detached though the connection was checked and the detachment was attempted for three times. The cable (ecb00018200/f67084) was replaced by new one (details unknown); but the coil could not be detached. Finally; the coil was removed safely and new other coils (details unknown) were detached with no problem after that. An echelon 10 microcatheter (details unknown) was used.

Manufacturer narrative:
After the electrical check was conducted; the deltaplush cerecyte microcoil 3 mm x 6 cm (cpl10030630/g12702) was deployed in the aneurysm. The coil could not be detached though the connection was checked and the detachment was attempted for three times. The cable (ecb00018200/f67084) was replaced by new one (details unknown); but the coil could not be detached. Finally; the coil was removed safely and new other coils (details unknown) were detached with no problem after that. An echelon 10 microcatheter (details unknown) was used. The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. Concomitant medical products and therapy dates: cable (ecb00018200/f67084); new cable (details unknown); new coils (details unknown); echelon 10 microcatheter (details unknown).